Event description:
Info received indicates the brake will not release unless the pedal is manually held in the neutral position.

Manufacturer narrative:
The technician found the brake detent was broken into several pieces. He replaced the brake detent to repair the bed.